Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was dislodged one day post implant and capture anomaly was noted. The patient received inappropriate shock due to oversensing. The lead was explanted and replaced.